Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a cp pump placed to support a patient admitted in acute myocardial infarction / cardiogenic shock. The pump was removed due to low pump flows after 23 minutes. The team had attempted to treat by infusion of fluids, but the pump needed explant. The patient survived the event.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed low pump flow when pump started and remained to the rest of the case. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely patient condition related.